Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing on the ventricular lead. When the lead was explanted, damage was noted on the lead at the suture site.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.